Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was an atrial lead warning, and that unipolar impedance (399 ohms) was higher than bipolar impedance (367 ohms). It was further reported that there was a lead warning on both the atrial and ventricular lead. The atrial lead had low impedance paces. The leads remain in use. No patient complications have been reported as a result of this event.